Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, on the active meter compared to professional emergency meter, within 10 minutes: 1.3 mmol/l on active meter and 9 mmol/l on the professional. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).